Event description:
It was reported, during the implant procedure, the helix did not extend after 15 turns. Consequently, this device was withdrawn and replaced without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Mechanical inspection revealed helix electrode consistently extended within five turns. Helix, fully extended, measured .074 inches within specification. Primary analysis findings: no anomalies found.